Event description:
It was reported, the pt was in automobile accident and lost stimulation coverage in her lower back area. The coverage for bilateral leg stimulation remained effective. The physician opted to implant a new peripheral scs system rather than to reposition the existing lead. It was reported the pt received stimulation coverage with the new scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.